Manufacturer narrative:
The product analysis indicates the patient interface came in with broken cable clip and patient interface pcb failure. The reported issue was confirmed. The p/I pcb board was replaced due to failure. The broken cable clip was also replaced. The patient interface was repaired and successfully tested to specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: 8253001rf, serial/lot #: (B)(4), ubd: n/a, UDI#: (B)(4), 510k number - k083124. (B)(4) (nim 3.0 patient interface): no product analysis results available. Device evaluation anticipated but not yet begun. (B)(4) (nim 3.0 mainframe): the product analysis indicates that the reported issue could not be duplicated. A 24-hour burn-in testing was performed. There was no fault found with the device. The device tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was working intermittently. There was no patient impact.